Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and marcaine (bupivacaine) via an implanted pump. The indication for pump use was failed back surgery syndrome ¿ other and non-malignant pain. On (B)(6) 2016 it was reported that a day or two ago or maybe yesterday the patient might have heard a pump alarm. On (B)(6) 2016 the patient saw an 8286 (empty pump) code on their ptm (personal therapy manager). Per the ptm, the refill date was (B)(6) 2016. It was unknown if the patient recently had a refill. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.